Manufacturer narrative:
MDR 1219913-2020-00640 was filed on december 17, 2020. December 22, 2020 additional information: the patient symptomology was not provided by the laboratory. The customer is running in duplicate and triplicate to confirm the cov2t results prior to release from the laboratory. The field service engineer (fse) carried out total service call prior to this incident on (B)(6) 2020. The luminometer was removed and cleaned. The dark counts with cuvettes completed and were in specification. The acid and base dispense was in specification and no leaks were found. The wash 1 tubing found trapped in fluidics drawer slide. The fse re-routed tubing. All the aspirate probes were cleaned. The dispense and aspiration confirmed good at the wash separation manifold. Cleaned all reagent probes, confirmed calibration of all probes (good). All bottle and reservoir fluidics checked for leaks (all good). Completed empty and fill. Siemens healthcare diagnostics continues to investigate.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00640 on (B)(6) 2020. Siemens filed the initial MDR 1219913-2020-00640 supplemental report 1 on (B)(6) 2021. (B)(6) 2021 additional information: sample handling information was provided and was reviewed by siemens. The customer service engineer (cse) went onsite and performed a total service call. Nothing of note was found. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the probable cause of the non-reproducible reactive results, siemens cannot rule out pre-analytical factors or sample specific issue. Based on the information provided, no product non-conformance identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
Samples are received routinely in 5ml greiner serum gel and spun down for 10 minutes at 3000 rpm or 4000 rpm for 7 minutes, separated and frozen at -70 degrees celsius. On the day of analysis, the sample is thawed, vortex mixed and spun down again before analysis. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients" a false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained a discordant nonreactive (negative) advia centaur xpt sars-cov-2 total (cov2t) result for one patient when compared to the reactive (positive) repeat result. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.